Event description:
Customer claims during set-up that the alarm has power, but no alarm tone when pressure is off the pad. There is no alarm tone when the sensor is detached from the alarm. The alarm was tested with new batteries and a test strip. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - alarm, failure to. Results - evaluation for the returned product shows that when tested the alarm powered on, but there was no alarm tone when pressure is taken off the sensor pad or when the sensor is detached from the alarm. The alarm unit screws are rusted and the liquid label shows evidence of moisture. (B)(4).